Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion. Additional information indicated that the patient had infection, discomfort, pain, dehiscence, fluid discharge, impaired healing and anxiety. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. This rv lead was explanted.